Event description:
It was reported that the left ventricular lead had dislodged into the main body of the coronary sinus and was not functioning properly. It was further reported that the atrial lead dislodged during the extraction procedure for another lead and was replaced. No patient complications have been reported as a result of this event. It was further reported that the lv lead was not capturing. It was also reported that there were multiple episodes of high rates but it could not be confirmed if it was noise, atrial fibrillation, or far field oversensing on the atrial lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the left ventricular lead had dislodged into the main body of the coronary sinus and was not functioning properly. It was further reported that the atrial lead dislodged during the extraction procedure for another lead and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.